Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by adrian c.k. Lau, james l. Howard, steven j. Macdonald, matthew g. Teeter and brent a. Lanting. Manufacture date ¿ unknown. This information was originally reported on 1825034-2016-02791 which referenced a journal article written on a study that this patient(s) had taken part. Device location: unknown.

Event description:
Information was based on review of journal article titled "the effects of subluxation of articulating antibiotic spacers on bone defects and degree of constraint in revision knee arthroplasty" which focused on the whether subluxation of articulating antibiotic spacers is associated with the bone defects . Staged revisions for infections of primary total knee arthroplasties between 2004 and 2012 were examined. Radiographic sagittal and coronal subluxations of 72 knees were measured prior to second stage revision. Two types of articulating spacers were used in this study: pre-formed articulating spacers made by a competitor and commercially available molds from biomet. A patient was identified in the article that underwent implantation of cement spacers for an infection of a total knee arthroplasty. Patient experienced a second revision due to infection. There has been no further information provided and the patient outcome is unknown.